Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection found electronics stack and motor had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated they inserted brand new batteries but still the screen was blank. Customer was advised to remove the battery and insert battery alarm did not displayed on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.